Event description:
It was reported that during an unknown procedure, the clips are not entirely closed and the clamp is blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an el5ml device was returned in good visual condition; in addition, a bag with one ratchet pawl spring was received along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested; upon cycling the instrument was noted to be empty and the anti-backup and lockout features were found to be non-functional. However, it is known from the history of the device that an anti-backup failure will lead to clip malformation. The device was disassembled in order to evaluate the condition of the internal components and it was confirmed that the ratchet pawl spring that was returned separated belongs to this instrument. The malfunction of the anti-backup and lockout mechanisms is due to the ratchet pawl condition. No conclusion could be reached as to what may have caused this condition.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.